Event description:
Additional information reported indicated that the patient also experienced [chest] pressure and that their ins needed to be replaced. See MFR. Report # 3004209178-2012-08854 for related lead migration issues and subsequent events. If additional information becomes available, a follow-up report wil be sent.

Event description:
The pt started physical therapy (pt) 8 weeks ago with stretching and weight work. Since then, the pt had a shocking or jolting sensation at the lead/extension connection location. Movement caused the stimulation to change; palpating did not. Impedance measurements were normal. Exploratory surgery was planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).